Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging device will not turn on/device not functioning; nasal/throat irritation or soreness; headaches .there was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging device will not turn on/device not functioning, nasal/throat irritation or soreness; headaches related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated, and evidence of sound abatement foam degradation or breakdown was not observed in the base unit. The manufacturer observed that a high-pitched pitch sound or whistling, was heard during therapy. A musty odor was observed during therapy. Unknown dust-like contamination at the air inlet, sd card slot, underside of the enclosure lid, and all over the top of the printed circuit assembly. Dust-like contamination on the top of the blower box lid and surrounding area, the top of the blower motor, and the inside of the bottom enclosure and bottom of the enclosure. The right panel assembly and user interface knob area had unknown contamination and hairs or fibers on it. The printed circuit assembly j5 copper edge pins had unknown corrosion and dust on them. Dried liquid spots on the inside of the blower lid and blower motor had potential mineral deposit spots on the top, bottom, and inside of it, indicating potential water ingress. The humidifier outlet port on the side panel has dust-like contamination on it, and the water tank has white and brown unknown contamination and a black mark in it. The air inlet seal had yellowed and had unknown fibers or hairs on it. The inside of the bottom enclosure and under the heater plate have dust-like contamination and hairs or fibers on them. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were nine errors found. The manufacturer concludes that they could not confirm the customer's allegation and that there was no evidence of sound abatement foam degradation or breakdown observed in the base unit. The manufacturer confirmed the presence of multiple contaminants.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging device will not turn on/device not functioning, nasal/throat irritation or soreness; headaches related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. After the second attempt to have the device and components returned for evaluation, the customer stated that the device is available to returned back to philips, but still the device was not yet returned. The manufacturer is submitting a follow up report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.